Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. Dexcom technical support advised patient's father to perform reset on device. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).